Manufacturer narrative:
On (B)(6) 2024 (3 days after a sonata treatment) the patient presented with an acute abdomen. During laparoscopy followed by exploratory laparotomy, it was found that the patient had a 3-cm jejunal perforation (130 cm from the terminal ileum), and a small ulcer 2 cm from perforation. Small bowel loops were adherent to abdominal wall. Histopathology of the bowel revealed a normal mucosa without any inflammation, along with serositis. As of the date of this report, there were no other patient complications reported regarding this case as the bowel mucosa was normal, along with the lack of an elevated leukocyte count or fever, thermal injury does not appear to have been the root cause, nor did the pathologist implicate thermal injury. This injury was conceivably due to the preexisting patient conditions of sle, chronic steroid use or in combination. There was no report of a device malfunction during the procedure and the system functioned as expected. The root cause is therefore consistent with the patient's preexisting medical conditions, including multiorgan sle with chronic escalating corticosteroid use. However, while unlikely, the procedure could in theory could be an associated factor in steroid- or autoimmune disorder-associated bowel perforation, so the procedure's potential involvement cannot be ruled out.

Event description:
On (B)(6) 2024, it was initially reported to gynesonics by treating physician that 45 yo patient with history of sle (multiorgan involvement), lvh, hypothyroidism (subclinical) and ibd (likely uc) on cyclophosphamide, hcq, pdn and other meds who underwent uae in (B)(6) 2022 now with persistent aub and urinary symptoms felt 2º to fibroids. Mr (B)(6) 2022) revealed nonperfused fibroids after uae. Underwent colonoscopy (B)(6) 2024: sigmoid stricture, multiple ulcers, terminal ileum wnl, all consistent with ibd (felt most likely uc). Started at that time on pdn 15 mg po qd and increased to 40 mg po qd in early august. Noted to have aub and gu symptoms and imaging revealed multiple fibroids including 3 cm, 4 cm, and 6 cm fibroids clustered together. Clinical uterine size = 18 weeks' and the pt was counseled to undergo tah but she preferred to try tfa (sonata); the patient declined any transperitoneal option. On (B)(6) 2024, the patient was taken for transcervical fibroid ablation (tfa). Four ablations were performed. Between (B)(6) 2023 and (B)(6) 2025 the patient reported severe generalised abdominal pain, associated with emesis and loose stools. On examination at an outside hospital, she had +peritoneal signs consistent with an acute abdomen. Her crp was 16.9, wbc 6.4. A CT of the abdomen and pelvis found "large amount of free intra-abdominal air in keeping with hollow viscus perforation, the exact site of perforation is unclear however is likely upper gi. Urgent surgical review is advised." The patient was admitted and a decision was made to proceed with a diagnostic laparoscopy on (B)(6) 2024 where 1.3l of ascites (straw-colored and mildly bilious) was drained, but as no clear etiology was identified, the decision was made to proceed to an xlap. Findings: 3 cm jejunal perforation (130 cm from the terminal ileum), a small ulcer 2 cm from perforation. Small bowel loops were adherent to abdominal wall (likely from perforation). Bulky uterus, with a pedunculated subserous myoma.